Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of being hospitalized on (B)(6) 2016 due to high blood glucose. Customer's blood glucose was 400 mg.dl. Customer was advised by healthcare professional that insulin pump caused high blood glucose. Customer was advised that insulin pmp would need to be replaced.